Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; b3; b4; b5; b6; g3; h2; h6 multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-02392. 0001822565-2024-03793. 0001822565-2024-03794. 0001822565-2024-03795. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient received a cortisone injection to his left hip approximately thirteen months post implantation due to trochanteric bursitis.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: b5, g3, g6, h2.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was diagnosed with trochanteric bursitis and received a left hip cortisone injection. At 3 years post-op the patient continues to experience episodes of bursitis; all initial components remain implanted and further details have not been provided at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h11 - product has not been evaluated as it has been determined the event is not related to device. - devices are used for treatment. - reported event is not related to device therefore, a compatibility review is not applicable. - no further actions will be initiated as a result of reported event. - root cause of the reported event is not device related. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat #: 00625006535 / bone screw self-tapping 6.5 mm dia. 35 mm length / lot #: j7302489; cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm length / lot #: j7306391; cat #: 20123606 / 36mm i.d. Size f high wall liner / lot #: 65516813; cat #: 00786401320 / femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 13 138 mm stem length cementless / lot #: 65552119; cat #: 00877503602 / bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 / lot #: 3052557. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient received a cortisone injection approximately one year post implantation due to trochanteric bursitis. Attempts have been made and additional information on the reported event is unavailable at this time.